Event description:
Using kls martin drill to stabilize fractured mandible. When dr was drilling, the bit broke in two pieces. Both were retrieved. Second drill bit then used. Second drill bit broke off in mandible. Unable to retrieve part (about 3/4 inch). Part remains in pt. Dr proceeded with different instrumentation. Note: drill guide and depth gauge were used.